Manufacturer narrative:
The suspect device was not identified, therefore, the MFR cannot determine the suspect device. We are unable to determine the cause of the event. We are filling an MDR for notification purposes.

Event description:
It was reported that the pt underwent a plif at l3/4 implanting interbody device and posterior fixation. It was reported that the pt lost her sensory-motor ability in her lower limbs post op. Although post op rehabilitation relieved the symptoms and brought back motor ability for her knees, some neurological deficiencies still remained in her ankles. The pt will be observed over a period of time with further rehabilitation. The surgeon stated that he might have injured dura matter during insertion.